Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead was suposed to be explanted due to infection and sepsis but there was difficulty during the procedure. Additional information from the representative indicated that the lead was explanted successfully with a laser lead extraction. The rv lead is no longer in service. No additional adverse patient effects were reported.